Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual functional testing for proper activation and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced non-patient end needle separates from the holder. The following information was provided by the initial reporter. The customer stated: it was reported that unit came apart - needle safety device was detached.